Event description:
End user advised chair was not rolling and making a noise. End user advised when looked at chair it looked like arm had moved over and caused a space between seat frame . End user advised crossbraces bent on the underside of the chair.